Event description:
It was reported that 3 weeks following pump replacement on (B)(6) 2012 the patient developed an infection and the entire device system was explanted. It was indicated that the device system delivered baclofen. It was later reported that the patient was implanted with a new device system on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).